Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device has defective sets. There were unknown patient involvement and no patient harm or adverse event.

Manufacturer narrative:
Investigation summary: the two affected devices were returned for evaluation. Dimensional measurements were conducted to the tube ends to confirm that the samples were within specification. According to the specification the aluminum tube must be visible through the gage td 0639 window for the part to be considered acceptable. The end tubes length were within specification. The root cause not established. A review of the device history record (DHR) shows there were no observations or nonconformities recorded during manufacture to suggest an issue of this nature would occur with this lot of products.